Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors may have caused or contributed to this event. It was reported that the patient has a medical history of mitral stenosis and hypertension. Patients with these comorbidities are known to have an increased risk of developing stenosis and calcification over time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed, against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 8 years, 4 months and 25 days post transfemoral transcatheter mitral valve replacement with a 26mm sapien 3 valve, the valve failed due to issues with leaflet mobility due to calcification and degeneration. A valve in valve was performed using a 23mm sapien 3 ultra resilia valve. This procedure was performed with right transfemoral access. The new valve was placed successfully, and the patient is in stable condition. Medical records were reviewed, and the patient had a tmvr in 2017 with 26mm sapien 3 valve implanted in a 25mm carpentier-paramount magna valve in mitral position. A transesophageal echocardiogram (tee) for guided electrical cardioversion demonstrated immobility of a single leaflet of the s3 valve in mitral position. There was no evidence of vegetation. The patient presented with acute diastolic congestive heart failure due to bioprosthetic valve failure of 26mm sapien 3 valve and severe mitral stenosis. The patient also has severe wide-open tricuspid regurgitation with pinning of the septal leaflet due to ICD lead with tricuspid annular dilatation. An echocardiogram showed severe mitral bioprosthetic valve stenosis with mitral valve area of 0.67 cm2 and mitral mean gradient 16 mmhg. There is no regurgitation. The patient underwent a successful tmvr in tmvr using a 23mm sapien 3 ultra resilia valve with + 2cc added to the delivery system nominal volume. Successful closure of iatrogenic atrial septal defect with a plug. The patient was planned to be discharged on post operative day 2.